Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Blood glucose was 285 mg/dl. The customer declined troubleshooting from tandem technical support regarding the issue. The customer continued to use the pump for insulin therapy.